Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen became cracked after the customer was in car accident. Subsequently, the screen resolution was observed to be darker. There was no impact to the customer's blood glucose level. Customer continued using the pump for insulin therapy.